Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received by baxter for evaluation. The reported condition of a stress member separated from the housing was confirmed. Visual examination of the unit noted the purple coil cap and the stress-member separated/loose from the small volume (sv) cover. The fill port was not loose; it was completely intact with the stress member. The root cause was determined to be a manufacturing defect. A project has been initiated for (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor device was discovered with the stress member detached from the housing. This was observed during filling. The coiled cap was attached but the filling port was loose and the hospital could not fill. There was no patient involvement and no patient injury and medical intervention. No additional information is available.